Manufacturer narrative:
The insulin pump had constant motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform the displacement test due to motor error alarm. No cosmetic damage noted.

Event description:
Customer called to report that the insulin pump alarmed motor error during device rewind process. Customer stated that the insulin pump was exposed to an x-ray. Advised customer to remove the pump's battery to prevent alarm. Customer's blood glucose reading was 200 mg/dl. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.